Manufacturer narrative:
Follow-up # 1 date of submission 02/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a visual inspection of the pump confirmed that the keypad cover was intact. During testing, all keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons were intermittently responsive and require multiple button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.